Manufacturer narrative:
(B)(4). Laser serial number unk. (B)(4).

Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery on (B)(6) 2006. Postoperatively the pt has dry eye and chronic eye pain. Pt was treated with artificial tears and plugs were placed in the pt¿s puncta. Two years post lasik ((B)(6) 2008) patient reports that he can no longer be in a room with moving air from ceiling fans, heating vents, or air conditioning and can only work limited hours due to chronic post lasik pain. Pt¿s postoperative visual acuity 20/20. Add¿l info has been requested. However, no info has been forthcoming. The association between the event and the device is unk.